Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 05 january 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not shut off unexpectedly. It was confirmed that the pump battery was depleting quickly resulting in the pump shutting off on 30 november 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.